Event description:
It was reported that previously an inappropriate shock was seen due to loss of capture in the bipolar sensing vector of the competitor left ventricular lead resulting t-wave oversensing which was resolved with reprogramming of this device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)